Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 3889, lot# unknown, implanted: (B)(6) 2017, product type: lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The trial patient mentioned he felt he pulled his lead and lead migrated. The patient was concerned and called the doctor. Patient was told by the doctor not to worry it was ok there is leeway. Patient was having implant on (B)(6). The issue was not resolved at the time of the event. No further patient complications have been reported as a result of this event" in the event description.